Event description:
It was reported that a black substance leaked out of the handpiece. This did not occur during a procedure. There was no pt contact or adverse consequences reported.

Manufacturer narrative:
The handpiece has been received at the MFR for eval. The reported condition of the device leaking could not be confirmed, however surgical matter was found on the initial visual exam. Based on investigation details, debris was found in the bearings, which were replaced along with other components.